Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room experiencing shortness of breath. The ventricular lead exhibited varying thresholds. The lead remained implanted and the patient would be monitored.